Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred during peritoneal dialysis therapy on the homechoice. The patient was not connected at the time of the alarm as the device was being used for training/testing purposes. The technical services representative assisted the customer in ending therapy. There was no patient involvement. No additional information is available.